Manufacturer narrative:
(H3) the investigation into the reported low pump flow has been completed since the original report was filed. Product was returned for investigation. The device was visually inspected and broken blades were observed. There was no cannula kink, no biomaterial and no other abnormality observed. The cause of the low pump flow was fractured impeller blades. The fracture was characteristic of an interaction with another device but that was unable to be definitively determined since fluoroscopic imaging and/or additional clinical details were not provided. Because the fluoroscopic image of the pump was not returned, a definitive root cause of the fracture could not be determined. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿

Event description:
The user facility reported a patient that had a impella cp support that was ongoing but, was exhibiting low flows and suction. The impella cp was removed and replaced with escalated support to the 5.5 pump. No lasting harm or injury from the issue/malfunction. Upon investigation of the returned product, there was an observation made of impeller blade damage.